Manufacturer narrative:
The insulin pump passed displacement test, basic occlusion test, occlusion test, excessive no delivery test and prime test. No motor error alarm. However, the insulin pump was received with motor corroded home switch. The insulin pump was received with scratched lcd window, cracked battery tube threads cracked reservoir tube lip and cracked belt clip slot. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 228 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.